Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6) it was reported that patient faced infusion set leak event on (B)(6)2024. The patient was hospitalized on (B)(6)2024 and also admitted to intencive care unit (ICU) and the blood glucose level was high (specific value was unknown) and the patient was treated with intraikvenous and fluid of saline and insulin. The patient was released from hospital on (B)(6)2024. No further information was available.